Event description:
It was reported that post a stenting treatment procedure, death occurred. Vascular access was via the femoral artery. The 95% stenosed, 20 x 25mm concentric, de novo target lesion was located in a non-tortuous, non-calcified, left anterior descending artery (lad). The target lesion was treated with placement of an unspecified taxus liberte stent. Following stent implantation, it was noted that the diagonal branch was patent. Two days later the patient presented with acute chest pain and non-st myocardial infarction. Coronary angiography revealed a totally occluded side branch. A pt2 guide wire was introduced in the diagonal branch and a non-bsc guide wire was placed in the lad. The diagonal branch was then inflated with a 1.5 x 20mm balloon to restore flow. Another 2.5 x 20mm balloon was used to predilate the diagonal branch through the struts of the lad stent. A 2.5 x 28mm taxus liberte stent delivery system (sds) was then introduced but failed to cross through the stent struts. A maverick 3.0 x 20m balloon was introduced and crossed the lad stent struts into the diagonal branch. Following balloon dilation, the 2.5 x 28mm taxus liberte sds was again introduced and failed to cross through the stent. Due to deterioration of the patient hemodynamic state and an increase in chest pain, the decision was made to stop the procedure as flow in the diagonal branch had been restored. Two days later the patient died of cardiac shock.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).